Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood and contrast on the coils, consistent with being advanced into the anatomy. There were two kinks in the shaping ribbon 4 millimeters (mm) and 8 mm proximal to the tip ball, possibly due to tip shaping. The coils were stretched slightly at the 4 mm kink. As reported, the core was separated at the proximal end of the hypotube. The overall length of the separated guide wire returned was 38 centimeters (cm). There was a piece of core in the hypotube. There were offset intermediate coils 2.3 cm, 1.7 cm and 1 cm proximal to the center solder, possibly due to handling. The proximal end of the guide wire was not returned. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to fatigue rupture initiating at multiple regions along the circumference. Beyond the elliptically shaped fatigue regions the fracture revealed dimples, indicating ductile overload. A core separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. A wire being over-pulled or over-torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, based on the reported information, a conclusive cause for the separation could not be determined; however, there is no indication based on the results from sem analysis to suggest a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.

Event description:
It was reported that during the interventional procedure to the de novo, middle femoral artery eccentric lesion with 98% stenosis, the 014 bmw hydro 3 cm guide wire was advanced inside the introducer of the supracore in cross-over position. The bmw guide wire separated into 2 portions approximately 30 cm from the tip. After retrieving the proximal portion, the distal portion remained partially inside the introducer. A non-abbott balloon catheter was advanced and inflated inside the introducer to anchor the distal wire piece and then retrieve it from the system. The procedure was completed with a directional plaque filter and medicated dilatation balloon with good angiographic result. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: supracore; sheath: cook 8 french x 100 cm.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.